Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: )b)(6). UDI #: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information has been obtained.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information has been obtained. Additional information was received that reason for revision was due to inadequate pain relief. The patient was doing well postoperatively. The explanted devices will not be returned due to facility policy.